Event description:
It was reported the camera head cord was sticky. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. The customer was gathering info for a joint commission survey of the facility. The serial number for the camera head was not available. The customer was provided reprocessing information. The facility did not intend to return the device to olympus for examination at the time of the call, and was advised to contact customer care if that should change. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. A device history review could not be performed due to serial number not provided. Olympus will continue to monitor field performance for this device.